Event description:
On (B)(6) 2011, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unknown date, follow-up angiography identified a proximal type I endoleak with aneurysm enlargement of an unknown amount. It was reported the cause of the endoleak is unknown. On (B)(6) 2013, the patient was implanted with a gore excluder aaa endoprosthesis to treat the endoleak. The endoleak was resolved, and the patient tolerated the procedure.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions - the root cause of the endoleak could not be determined with the provided information.